Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced "edema and granuloma formation near the lip area" four days ago after injection with [unspecified] juvéderm® volift¿. Biopsy was not provided. Treatment information not provided. Symptoms has not resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., h.1., h.6.

Event description:
Additional information reported there was no granuloma. The reported event is haematoma and all resolved itself as a very simple bruise.